Event description:
Paramedics attempted to administer a defibrillator shock to a person diagnosed in ventricular fibrillation. The device allegedly displayed a connect cable alarm and use of the defibrillator was inhibited. The operator checked the therapy calbe connections and cycled device power several times with no change in the status of the device. After several minutes, a backup defibrillator was made available and used to administer shocks to the pt. The pt was not resuscitated.